Event description:
Revision surgery revealed breakage of the tibial baseplate, as well as, polyethylene wear of the insert and patella.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate that this event is associated with malalignment and lack of cortical support.